Event description:
Reporter alleged an electrical short resulted in the blood glucose monitoring device and its base to become hot and eventually show melting and blackening. Reporter stated now being unable to turn on the device to access the firmware version however no pt or staff was impacted. Reporter indicated being unsure if this was the result of cleaning. A request was made for the return of the suspect device and replacement product was sent.